Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were taken and visually inspected, and no fms were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Bd was not able to identify a root cause for the indicated failure mode. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter addr 1:(B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has a foreign matter inside the gel. The following information was provided by the initial reporter. The customer stated: there is foreign matter in the separating gel in tube.